Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, the pump was in the customer's pocket without a case when the alarms were triggered. Customer had elevated blood glucose levels (319 mg/dl). Customer resumed insulin and delivered a correction bolus to stabilize blood glucose levels.